Event description:
The lead historically has had impedances between 600-700 ohms. Six months ago, the impedance was 1100 ohms and there was a notable increase in threshold. Today, the impedance is greater then 3200 ohms and there is no capture at maximum output. At this time, the lead remains implanted. On (B)(6) 2010 - as of today, it is unk what type of intervention, if any, will e taken to correct the observed issue. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.